Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, she experienced dysphotopsia. She had the lens exchanged for one that was a different model. She is now noticing some disturbance of vision with that lens as well. Additional information was requested.